Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the blade was spinning intermittently resulting in poor cutting. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06376. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.